Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's father that the customer received a low battery alert and was shutting off. Customer's blood glucose level at the time 340mg/dl. No additional information was provided.